Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received regarding a patient receiving intrathecal lioresal 2,000mcg/ml, 1,597.1mcg/day, for intractable spasticity. The patient presented to the emergency room (ER) on (B)(6) 2015 and appeared to be getting too much baclofen from the pump. The hcp believed the pump was malfunctioning, but no details were provided. It was planned to contact a company representative to help with programming a pump decrease or to stop the pump. The patient's medical history included multiple sclerosis. Follow-up is being conducted to obtain all relevant information; a follow-up report will be sent if additional information is received.